Event description:
During the procedure, the scope lost navigation ability. Could not get past the "roll correction" phase of the procedure. Scopes switched during procedure which delayed case by 7 minutes. Manufacturer response for monarch disposable bronchoscopy, auris health (per site reporter). Unknown.